Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -3.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed and replaced with a longer length lens due to low vault. This resolved the problem. Cause is reported as unknown.